Manufacturer narrative:
Result: poor connection between load cell and cpu.

Event description:
It was reported by service report that the scale was not working correctly. No pt involvement or adverse consequences are reported.